Manufacturer narrative:
The device evaluation found nozzle clogged by foreign material. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. A definitive root cause cannot be determined. However, it is likely that the foreign material may not have been removed because the device was not reprocessed properly due to scope cover / water leakage a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: detection method in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited nozzle clogged by a black rubbery material. There were no reports of patient involvement.